Manufacturer narrative:
Evaluation by engineering determined that the welds that attach the bur head to the bur shaft are intact, the head of the bur was included, but the bur head has separated from the shaft. The flexible stainless steel spiral wrapped portion of the shaft has been torn in half. Root cause: damaged in use; too much pressure applied to one side of the bur. This report shall not be construed as an admission by medtronic xomed that the product(s) herein are or were defective or dangerous in any respect or that any casual relationship exists between these products and any actual or potential injury. In addition, the submission of a report by medtronic xomed shall not be construed as an admission that a reportable event has, in fact, occurred.

Event description:
A hospital nurse reported that the bur broke during usage, they were able to retrieve it from the pt.